Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. No unexpected pump error alarms during testing however it was noted in the formatted history, and long trace files. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, stained/peeling serial number label, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 180 mg/dl at the time of the incident. Customer will return device for analysis.